Event description:
While wearing the sound processor, the patient reportedly experienced intermittencies. In 2005, the patient was seen at the center for device evaluation. External equipment was exchanged. The patient reportedly experieced an overly loud sensation followed by no sound percept when the external headpiece was placed on the implant site. Testing performed confirmed that the patient's c1 device was no longer functioning.